Event description:
Customer reported leaking around crimping of 6 vials after inoculation of specimen. Customer reported seal appeared loose and not tightly sealed. No death or serious injury has occurred as a result of this event.